Manufacturer narrative:
(B)(4).

Event description:
It was reported that a drop in pulse generator battery impedance had occurred between follow-ups. No other anomalies were present and the patient would continue to be monitored.